Event description:
Steve alleged the bed hi/low is all the way up and will not lower. The hydraulic manifold runs all the time. No injury reported. Steve stated, found the hydraulic pump seems to be running all the time issue. He replaced the pcm and recalibrated the bed sensors to resolve this issue.